Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was reproduced. Evaluation experienced when entering into a drug library the letter (g), the number 3 auto inputted. The device evaluation confirmed the #3 key to be stuck, caused by a failed keypad. The failed keypad was replaced. (B)(4).

Event description:
It was reported that a spectrum pump had the #3 button on keypad is stuck. Any patient involvement, injury or medical intervention is unknown.